Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer cleaned the integrated multisensor technology (imt) system, replaced x tubing, lubricated mono pump lip seal and changed the imt sensor. After evaluation of the instrument and instrument data, the cse rebuilt the imt and cleaned all ports, rotary valve and drains. The cse replaced the probe, rotary valve seal, drain valve and all tubing, rebuilt the mono pump with a new piston lip seal and conditioned the system with serum. Calibrations and quality controls were run, resulting within range. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher. A new sample was obtained from the patient and tested on the alternate instrument, resulting similarly to the original repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.